Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the following an implant procedure, the patient developed nausea and vomiting. It was believed that it was procedure related. It was also reported that the patient has high blood pressure and medications were provided.

Event description:
It was reported that the following an implant procedure, the patient developed nausea and vomiting. It was believed that it was procedure related. It was also reported that the patient has high blood pressure and medications were provided. Additional information was received that the patients nausea and vomiting were not device related.